Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) act and up buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery, failed battery test alarms due to unresponsive button. Device had cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's buttons were less responsive, random no delivery alarm, chipping reservoir area and insulin pump rejected the batteries. The insulin pump will not be returned for analysis.